Event description:
It was reported that the customer's pump screen was dark and would not turn on, leading to a situation where the customer's blood glucose level was indicated as "high," though the specific value was unknown. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and received normal assistance without third-party involvement. Technical support instructed attempts to resolve the issue with the pump, including charging tests, which were unsuccessful, leading to the decision to replace the pump. The customer will continue using mdi as a backup therapy and was given instructions for returning the faulty pump and preparing for the new one.